Manufacturer narrative:
Exemption number: e2014018. The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation

Event description:
The customer found that the ceramic was broken when cleaning the product after using for procedure. As the customer was not sure when the breakage occurred, exclusion of the possibility that fragments remain inside patient cannot be made.